Manufacturer narrative:
The reported events were dislodgment, a sensing issue, inadequate capture, inappropriate shock, and a helix mechanism issue. The reported event of a helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix extended and covered with blood. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or the inner coil that would have contributed to helix issues reported in the field. After cleaning and applying torque directly to the connector pin, the helix could be retracted and extended. The full helix extension length was measured within specification. The cause of the reported event was isolated to the helix clogged with blood/tissue. The reported events of a sensing issue, inadequate capture, and inappropriate shock were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
Additional code of 1536 - retraction problem should be reflected in h6.

Event description:
It was reported that a patient presented with dislodgement noted on the patient's right ventricular lead. This resulted in low sensing, high captured thresholds, over-sensing, and inappropriate shock. During the revision process, the lead was found to be unable to retract or extend its helix. The lead was explanted and replaced on (B)(6) 2025. No adverse patient consequences were reported.

Event description:
It was reported that a patient presented with dislodgement noted on the patient's right ventricular lead. The dislodgement was confirmed with x-ray imaging. This resulted in low sensing, high captured thresholds, over-sensing, and inappropriate shock. During the revision process, the lead was found to be unable to retract or extend its helix. The lead was explanted and replaced on (B)(6) 2025. No adverse patient consequences were reported.